Event description:
Boston scientific received information that that this right ventricular (rv) lead exhibited noise which lead to oversensing and 4 inappropriate shocks. The lead was believed to be fractured due to clavicular crush. Additionally, there was out-of-range (oor) pacing impedances of greater than 2000 ohms. As a result the lead was explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.